Manufacturer narrative:
Investigation summary: the bravo was received in the lab with missing data in it. The message ¿eeface error¿ is occurring only if trying upload the data from the empty recorder. This say to that complainant was trying to upload data twice or deleted before.the bravo recorder was tested in the lab: the bravo recorder was calibrated by capsule simulator, was performed record study for 48 hours, with the following upload data by sw accuview ph-z 5.2 - all functions were successful. It is reported and known that customer stopped the recorder after 1 day-not clear why. The reported problem was not confirmed. The bravo recorder works properly.

Event description:
According to the reporter, the customer called regarding an error while attempting to upload a bravo study. The recorder was set for a 96 hour study. The patient reported that the recorder turned off the day after the recording started. A repeat procedure was necessary.